Event description:
Reference imp # (B)(4).

Manufacturer narrative:
Document review: versafitcup cc liner - ref. (B)(4)/lot 133936 ((B)(4) liners produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) liners belonging to this lot have been already sold and no other incidents have been reported up to now. Versafitcup cc trio no hole cup 0 52 - ref (B)(4)/lot 130024 ((B)(4) cups produced). All parameters were found to be in accordance with the specifications valid at the time of mfg. (B)(4) cups belonging to this lot have been already sold and no other incidents have been reported up to now. The event is highly likely not device related, but most probably due to an incorrect impaction of the liner into the shell.